Event description:
Adverse event(s): "residual astigmatism and decreased visual acuity". (Postoperative refraction, unexpected). Product problem(s): "broken haptic" (break [haptic]); "unapproved viscoelastic/lens/ cartridge combination" (use of device issue). An ophthalmologist reported that an intraocular lens (iol) was exchanged. The ophthalmologist reported that at a postoperative visit, one haptic was noted to be broken off which resulted in residual astigmatism and decreased visual acuity. The iol was exchanged for the same model lens. The ophthalmologist reported the use of an unapproved viscoelastic/cartridge/lens combination. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The ophthalmologist reported, the use of an unapproved viscoelastic/cartridge/lens combination. Additional info requested and received. (B)(4).